Manufacturer narrative:
Lead material present in the arc mark of generator leading to power on reset and backup vvi (also reported in 2017865-2018-14385) under generator. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The analysis of a generator confirmed lead material was present in the arc mark which may have been the root cause of a power-on reset (por) that resulted in backup vvi. The lead was most likely a high voltage right ventricular lead although this was not confirmed.